Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a bradycardic heart rate. It was discovered that the cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated, exhibited no output and did not alert when a magnet was placed over it. Premature battery depletion was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.